Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use of the devices, a cuff inflation/deflation issue occurred. The customer indicated that there were no patient symptoms or complications or harm associated with this event.

Manufacturer narrative:
Evaluation summary: six samples of device were received for evaluation. A visual inspection was performed and it was observed all the components are assembled properly. An inflation/deflation test was performed. No deflation was observed, additionally the sample was submerged into a container filled with water and no leaks were observed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use of the devices, a cuff inflation/deflation issue occurred. There were no patient symptoms or complications though patient had to be reintubated.